Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and found to be in good physical condition. Functional testing identified an f-22 alarm. The cause of the alarm was determined to be inoperative sensor board. No repairs have been performed and the device was swapped. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-22 alarm. No additional information is available.